Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm navitor transcatheter valve was implanted. The valve depth was 5mm at non-coronary cusp (ncc) and 6mm at left coronary cusp (lcc), and the aortic valve was originally located close to the membranous septum. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. It was reported that about one week after the surgery, the patient underwent a pacemaker implant surgery for a heart block that was confirmed via electrocardiogram (ECG). Patient is in stable condition.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the available information, the root cause of the reported event could not be conclusively determined, but the 5mm depth of implant could have contributed to the heart block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.